Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a semi-urgent laparoscopic right hemicolectomy, the firing force became higher than expected at an existing staple line at the fourth firing of feea to close insertion site. The doctor used back of his hand instead of his thumbs to push the firing knob, then, the firing knob broke off. The broken knob was retrieved and no pieces were left inside the patient. Also, the forceps were used to return the knob and release the device. The staple height was blue. Another device was used to close the site, and additional hand suture was performed on the torn membrane to complete the case. There were no adverse consequences to the patient. No device will be returning.